Event description:
It was reported that during a laparoscopic cystectomy procedure, the device was attached to the handpiece and torqued according to the instructions for use. The generator produced an error code 3 as soon as it was taken off standby mode. On testing, the handpiece with the test tip, a handpiece error code 3, hp open fault #254 message appeared on the generator display. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned with a loose mount and was tested on a generator and gave an error code 3. It's no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found.